Manufacturer narrative:
Additional information has been requested. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported a tag inferiorly and lines in the bed following lasik flap creation of the left eye. Additional information has been requested. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received; the patient is doing well post operatively.

Manufacturer narrative:
Local field service engineers contacted technical support team for case evaluation. Flap thickness was verified and confirmed a 20 um too thin z-offset setting on the device. Log file review showed inclined offset in factory was +45. The inclined offset is at +20 which is unusually low and indicates a thinner cut in general. The root cause was determined conclusively as a wrong calibrated tool which was used to calibrate the device. Wrong calibration of the tool leads to wrong z-offset setting on the device which is the cause for thin and therefore incomplete flaps. (B)(4).